Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis hpca pumps - 2110 complaint of under infusion of 27.9 ml volume but pump thought more was to infuse was not confirmed. During testing the device ran the published specification of +/-6%. No finding in event log. No action taken as no fault found. Device was in overall good condition.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis hpca pumps - 2110. Summary in h 10.

Manufacturer narrative:
Other, other text: description was updated toreflect additional information received by smiths medical on 28-jul-2020 event date unknown, fault occurred while in use, no medical intervention, outcome is resolved, male patient.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was at 0 volume with a reservoir of 27.9, but the pump thought there was more to infuse. Fault occurred while in use, no medical intervention, outcome is resolved, male patient.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was at 0 volume with a reservoir of 27.9, but the pump thought there was more to infuse. There was no reported adverse event.